Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary, the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (63422), and no non-conformance was identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during a rotator cuff repair surgery on (B)(6) 2022, it was observed that the tip on the expressew iii needle device broke off while trying to pass the suture through the cuff. The surgeon then spent about 20 minutes looking for the broken tip. At which point he found the tip in the cuff tissue and removed it. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.